Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was exposed to extreme temperatures, and a temperature alarm occurred. Customer cleared the alarm to address the issue. It was reported that the customer experienced an elevated blood glucose (bg) level of 646 mg/dl. A correction injection was delivered to address bg.